Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to poor vision post lens implant. The lens was exchanged with another model lens and the pt's vision has improved. Additional info has been requested.